Event description:
Response was received from the physician that the explant was taken for patient comfort only and that the reported scarring was a side effect of the vns surgery. Product return attempts will not be made as the facility is listed as a no-return site.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had her vns explanted a few years ago, no further information was provided at the time of the report. Information was later received from the physician, that the explant of both generator and leads took place due to pain. The physician noted that the patient complained that the device was bothersome. The physician added that there was no product malfunction observed. No other relevant information has been received to date.